Event description:
It was reported that the patient usually felt stimulation, but yesterday she stopped feeling it. She had to increase to 5.0 to start feeling it again. The patient did not mention any falls or trauma. The patient could feel stimulation at 5.0 and it was comfortable.

Manufacturer narrative:
Concomitant products: product ID: 3986a, lot# n182431, implanted: (B)(6) 2012, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).